Event description:
It was reported that when using the bd pyxis¿ es server users stated that they are having issues with time it taken to login and also having ochsner network connection and timeout issues. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) had called the user, and the user verified it was a network issue. The issue had been resolved by the ochsner network team, and the user gave permission to close the ticket. The system functioned as intended after the technical support specialist investigated the issue.